Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 320 mg/dl and a correction bolus was delivered via the pump to address the bg level. Approximately 2 hours after delivering a bolus, the customer received an auto-off alarm; however, as the alarm was set for 12 hours, it should not have been triggered. The customer was unable to upload the pump data as he did not own a computer. Although requested, the customer had not called tandem technical support back for additional troubleshooting.